Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a physician, and forwarded by a sales representative, who contacted the company to report adverse events and product complaints, concerns an (B)(6) female patient of unknown ethnicity. Medical history and concomitant medications were not reported. The patient received insulin lispro (humalog unknown formulation) at an unknown dosage on a sliding scale basis with meals, for treatment of type I diabetes, beginning on an unknown date. On an unknown date, the patient presented to the hospital with high blood sugars. Blood glucose values surrounding the event and hospitalization dates were not provided. While in the hospital, the patient was given insulin lispro (cartridge formulation) via a reusable humapen luxura half-dose (hd) device, but the patients blood sugars continued to incrementally increase (lack of effect). As a result, the patient was administered insulin lispro (vial formulation) via a syringe and blood sugars subsequently normalized. No further information was provided. At the time of the report, the events were recovered. Therapy with insulin lispro was continued. The reporting physician believed that the event of high blood sugars was causally related to insulin lispro (unknown and cartridge formulations). Additionally, the physician believed the event of lack of drug effect was causally related to insulin lispro (cartridge formulation). The physician did not offer an opinion of relatedness for the events with regards to the reusable humapen luxura hp device. This report included a suspect reusable humapen luxura hd pen, associated with a product complaint (pc: 2602390, lot: unknown). Device usage information was not provided. The pen was reportedly available for return for evaluation.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed. If device is returned, evaluation will be performed to determine if a malfunction has occurred.

Manufacturer narrative:
No further follow-up is planned. Narrative field: new, updated and corrected information is referenced within the update statements. Please refer to update statement dated 17-jun-2013. Evaluation summary: health care provider reported that a patient was hospitalized for high blood sugars. While in the hospital, the patient was given insulin using a humapen luxura hd device, but the patient's blood sugars continued to incrementally increase. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a physician, and forwarded by a sales representative, who contacted the company to report adverse events and product complaints, concerns an (B)(6) female patient of unknown ethnicity. Medical history and concomitant medications were not reported. The patient received insulin lispro (humalog unknown formulation) at an unknown dosage on a sliding scale basis with meals, for treatment of type I diabetes, beginning on an unknown date. On an unknown date, the patient presented to the hospital with high blood sugars. Blood glucose values surrounding the event and hospitalization dates were not provided. While in the hospital, the patient was given insulin lispro (cartridge formulation) via a reusable humapen luxura half-dose (hd) device, but the patients blood sugars continued to incrementally increase (lack of effect). As a result, the patient was administered insulin lispro (vial formulation) via a syringe and blood sugars subsequently normalized. No further information was provided. At the time of the report, the events were recovered. Therapy with insulin lispro was continued. The reporting physician believed that the event of high blood sugars was causally related to insulin lispro (unknown and cartridge formulations). Additionally, the physician believed the event of lack of drug effect was causally related to insulin lispro (cartridge formulation). The physician did not offer an opinion of relatedness for the events with regards to the reusable humapen luxura hp device. This report included a suspect reusable humapen luxura hd pen, associated with a product complaint (pc: (B)(4), lot: unknown). Device usage information was not provided. The pen has not been returned. Update 17jun2013. Additional information received on 14jun2013 from the global product complaint database added the device specific safety summary, completed the medwatch and EU/ca fields accordingly, and updated the narrative.